Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customers blood glucose level was 15 mmol/l. At the time of report issue was resolved. The pump began charging using the tandem wall adapter and charging cable.